Event description:
It was reported that the patient was hospitalized with mental status changes. The patient was going to be having an MRI and a request was made to have the pump interrogated afterwards to make sure it's working again and to see what the patient is getting per bolus and the rest. The pump system was used to deliver morphine and bupivacaine.

Manufacturer narrative:
Product ID: 8711 lot# serial# (B)(4), implanted: 2011 (B)(6), product type catheter product ID: 85 96sc lot# serial# (B)(4), implanted: 2011 (B)(6), product type catheter: product ID: 8835 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was later reported that, following the event, the patient had increases with no problems. There was no documentation from the hospital as to what the altered mental status could have been related to. The patient outcome was indicated to be "no injury." The patient's medical status prior to the report, possible device issues, and interventions and diagnostics performed were not reported. Further follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent.